Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned for evaluation.

Event description:
It was reported that during a fenestrated endoscopic sinus surgery (fess), the patient¿s eye swelled up. It is unclear as to what caused the event. The patient¿s post-operative outcome was reported to be good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.